Event description:
Was very healthy, now I'm very sick. Diagnosed with sle lupus, fibromyalgia, ra and raynauds. I have lost almost everything in my life, and I can barely get out of bed. Have all medical records.